Event description:
A report was received that during permanent implant procedure the patient was implanted with an expired lead. The bsn representative confirmed that it was not expired but was used during the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device expiration is (B)(6) 2017.

Event description:
A report was received that during permanent implant procedure the patient was implanted with an expired lead. The bsn representative confirmed that it was not expired but was used during the procedure.